Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0209889666, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study, via the manufacturer representative, reported there were impedance ¿problems.¿ it was unknown what led to the event and no diagnostics or troubleshooting was performed. The event was related to the electrode and stimulation. Reprogramming was done and the issue was resolved on (B)(6) 2016. No surgical intervention occurred or was planned. The patient¿s medical history noted they had idiopathic functional urinary incontinence since 2006.

Manufacturer narrative:
Due to imdrf harmonization, conclusion code 92 no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the lead, and not related to stimulation.